Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump was found to be vibrating intermittently. The pump was opened and the vibration motor connector pins were misaligned and not making complete contact. When the vibration motor was connected to an external power source it functioned properly and without issue. Unrelated to the vibration motor issue, the display screen was found to be dim and discolored. Additionally, the battery compartment was cracked from the bumper pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no vibratory function. The reporter stated that the pump's audio tones were still functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.